Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer will use mdi as a backup therapy to ensure continuous insulin delivery, and cts sent a replacement pump with updated software. Instructions for using the new pump and returning the problematic one were provided and acknowledged by the customer.